Manufacturer narrative:
The 6500 table has been re-purchased by skytron and has been removed from service at this time. The subject device is currently located at skytron awaiting a thorough investigation in order to determine the cause for malfunction. Subsequent follow ups will follow once the table is examined.

Event description:
The or table had been tilted slightly to the left to accommodate partial foot amputation. Both arm boards were in place. Patient slid off the table and fell to the floor, sustaining a small (1mm) laceration to the left forehead. No other injuries. The safety strap was in place. The left armboard was severely bent.